Manufacturer narrative:
The ipg had fulfilled its intended use and reached the expected longevity of use. The device meets or exceeds 75% expected longevity. There is no device malfunction and therefore a report is no longer needed.

Event description:
Additional information was received indicating that the patient's ipg had reached its expected longevity.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention may take place at a later date to address the issue.